Event description:
It was reported that pump fails accuracy +10.09% (no patient injury / during test) was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device all intact. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Accuracy tests found the pumps to be over delivering to the manufacturing specifications. The investigator however found fluid ingression on the pump by the chassis base of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. Corrective action was to replace the expulsor assembly. The root cause appears to be related to the customer. A DHR (device history record) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.